Event description:
The facility representative reported a colleague volumetric pump in which the pump would only power on intermittently. When the pump would power on, the pump would shut down on its own shortly after power up. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.